Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement battery monitor indicator shipped to site (B)(4) 2016. No parts have been received by manufacturer for analysis. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, mechanical, cable grade and system inspection areas passed. Imaging modalities test failed. Failure: 3d. Error 25. When performing a scan only on battery voltage without connection to mobile view station (mvs). Not possible to perform 3d scan. Performed a measurement test. No errors identified. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that a site's imaging system sporadically displayed a generator error 25. Batteries and chargers working fine. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect battery monitor indicator was returned to the manufacturer for analysis. The indicator was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.